Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID: (B)(4). We were not able to find any damage or malfunction on the coagulating and dissecting electrode. The attached valve is corroded, but this is a re-processing issue and could not have contributed to the incident. As heat during hf procedure only is created, when current flows, we assume an insufficient insulation of the doctor, e. G. Hole in the glove.

Event description:
It was reported that there was event with a "electrode". According to the information received, the 37370dl (lot im5) l-hook burnt the surgeon hand during ot. Further information is not available.